Event description:
The patient experienced a loss of therapeutic effect. X-ray confirmed that the lead had migrated. Intervention was planned but had not occurred at the time of this report. There was no injury to the patient reported.